Event description:
It was reported that the clinic is concerned that the remote monitoring system did not send a transmission or fax once the patient's lead integrity alert triggered. Further information indicated that a fax is not an optional service for a care alert. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found. Product ID: 6949 sprint fidelis lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.